Event description:
It was reported that a black substance was observed coming from the head of the micro sagittal saw during a routine equipment eval at the user facility, by a MFR's svc tech. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the device and it was returned to the user facility.